Manufacturer narrative:
Concomitant product: product ID 3093-28, lot # v526911, implanted: (B)(6) 2010, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there was implantable neurostimulator (ins) battery depletion.

Event description:
It was reported that the event was urinary frequency. The outcome was resolved without sequelae on (B)(6) 2015. Interventions included that the implantable neurostimulator (ins) was replaced on (B)(6) 2015. Signs and symptoms included lack of efficacy.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the battery depletion was normal.

Manufacturer narrative:
Product ID: 3093-28, lot# v526911, implanted: (B)(6) 2010, product type: lead. (B)(4). Analysis of the implantable neurostimulator (ins) found no significant anomalies; the device was functionally okay.